Manufacturer narrative:
(B)(4). Concomitant products: unk 10 m/l taper stem; 00630505840 liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell; unknown trilogy cup. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral head found dark debris and a thread like pattern is seen in the conical taper. Analysis of returned device resulting in a consensus modified goldberg score of 2. A score of 2 corresponds to fretting on >10% of the surface and/or corrosion damage to one or more small areas. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02188.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently the patient was revised approximately 13 years post implantation due to suspected metal corrosion and adverse local tissue reaction. It was stated that the patient¿s cobalt levels had increased recently to 5.4. And a mir performed showed a suspicious area near the greater trochanter. The head, and liner were removed and replaced. There was some slight darkening in the head and very little on the trunnion of the stem. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a4, b3, b5, b7, d6b,g3, g6, h2, h6.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised 13 years post implantation due to elevated metal ions levels and suspicion of altr. During the revision, tribocorrosion of the head and neck and a tear in the gluteus medius tendon were noted. The head and liner were exchanged without complication. The well-fixed shell and stem remained intact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed, and a revision occurred thirteen (13) years post implantation due to elevated metal ions. During the revision, corrosion was identified, as well as a tendon tear and altr. The head and liner were exchanged with no complications noted. Root cause unchanged. This complaint was confirmed based on the provided medical records and returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.